Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The caller requested assistance with priming, and found that she had high glucose reading of 339mg/dl, but she had disconnected from the insulin pump before changing the infusion set. The customer was treated with manual injections and released the next day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.